Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use spider fx occluding device during procedure to treat the common carotid artery. IFU was followed. The tip detached/damaged. Unknown if tip detached or was damaged. Unknown if detachment occurred in vitro or in vivo. Unknown if intervention required to remove. Filter wire was damaged so physician could not use it anymore. Unknown if there was any vessel damage. It is unknown how procedure was completed. There was no patient injury.

Manufacturer narrative:
Device evaluation bunching and a detachment was observed on the green delivery catheter biologics was observed in the clear section of the catheter biologics was observed in the green delivery catheter kinks were noted on the capture wire no damage was noted to the blue recovery catheter or the tip of the blue recovery catheter the capture wire and filter were inside the green delivery catheter the tip of the capture wire was extending out passed the tip of the green delivery catheter. The coils were stretched/damaged but no detachment of the tip was observed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.